Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on february 18, 2021. Device evaluation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection, leak test, and microscopic examination of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Leak testing was performed in accordance with mentor procedures and a tear was observed on the anterior aspect measuring approximately 0.1 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear, which was consistent with the information reported. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. It should be noted that product failure is multifactorial. Based on the information currently available, a microscopic examination of the returned product indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: patient dissatisfaction with procedural outcome (B)(4).

Event description:
It was reported that a (B)(6) year old hispanic female who underwent primary breast augmentation with a mentor smooth round spectrum 425cc saline prosthesis experienced right sided deflation post procedure. It was stated that the device had flattened. The patient consulted with a medical professional and received a diagnosis for the deflation. The left prosthesis was purposely deflated to match the right. Additionally, the patient expressed general dissatisfaction with the outcome of her surgery initially. As a result, and explant was performed on (B)(6) 2020. The right sided deflation was reported initially under 1645337-2020-08655 on (B)(6) 2020. On (B)(6) 2021 mentor received additional information and initial awareness of the patient¿s dissatisfaction with the surgical result. This report relates to the left prosthesis.